Event description:
It was reported that during an unk procedure, the device gave an error 5. Another instrument was used but the same error occurred. Customer did the handpiece test and got the error also. No pt consequences.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the hand piece was tested on a generator and no error code was noted. However, it no longer meets design specs for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 5 to occur.